Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that almost 1 month after the dental implant was installed in intraoral region #30 it was verified its non- osseointegration . Patient had insufficient bone quality/quantify (bone type ii) and 50 ncm of primary stability was achieved. Immediate load was not executed.